Manufacturer narrative:
The remote service engineer(rse) confirmed the customer's issue. The field service engineer(fse) visited onsite and determined the device was working properly. Fse provided additional training to the staff on how the bed-to-bed alarm function works. The fse activated the prompt tone. A prompt tone is a sound that occurs while interacting with the device, such as pressing a button, and also alerts if a task needs to be performed. This is separate from alarming. Caregroup bed-to-bed failure to alarm allegations are not considered reportable for this software revision(c.03.08). Additionally, this is not a malfunction of the device, instead, the customer misunderstood how the device is supposed to function. No product malfunction was found.

Event description:
The customer reported the alarm is audible from the control panel but is not audible in other stations. The device was in use. There was no patient or user harm or injury reported.

Event description:
The customer reported the alarm is audible from the control panel but is not audible in other stations. The device was in use. There was no patient or user harm or injury reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).